Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as hand hygiene was not maintained. It was reported the patient was not hospitalized for the peritonitis event. It was unknown if the patient received treatment for peritonitis. Pd therapy was ongoing. At the time of this report, the patient recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow-up, it was confirmed that the patient did not experience a second episode of peritonitis. It was reported that there was no breach in aseptic technique. Based on additional information received, pd disposables were determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.